Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that lens formed a 1mm long groove when applied. The operation was performed as standard. When checked before folding, the lens was fine. The operator has noted in the past more difficult application or greater resistance when applying lens. The scratch was located on the periphery of the optical zone, the patient does not perceive it. There was no impact on the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and viscoelastic with a non-qualified handpiece. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/handpiece combination. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).